Event description:
Pt needed to call 911; pt was suctioned by emt due to malfunctioning suction jar. Suction jar was cleaned and filter got wet causing unit to not function.

Manufacturer narrative:
The suction container includes a hydrophobic filter in the lid which when washed or exposed to fluid would occlude and stops flow as intended. Users are being reinforced on the proper cleaning method and requested to follow product cleaning instructions.